Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by patient's attorney that on (B)(6) 2016, patient underwent robotic laparoscopic repair of bilateral inguinal hernias with davol medium 3d mesh (device #1 and device #2). As alleged, the medium right sided mesh (device #1) was tacked to the pubic tubercle medially and laterally of the external oblique. The same was done with the surgically implanted/tacked on mesh (device #2) on the left side. As reported, after a period of time had elapsed subsequent to the surgery on (B)(6) 2016, patient started to suffer from severe pain and discomfort in the pubic/abdomen area. He started to have very painful and discomforting bowel movements. He was unable to sleep due to pain and discomfort in his abdomen. Performing his work tasks was becoming more and more difficult due to the pain. It is also alleged by the patient's attorney that on (B)(6) 2019, patient had to undergo laparoscopic inguinal hernia repair. During the surgery, it was determined that the davol medium 3d mesh patch (device #1) right side had separated from the posterior surface of the abdominal wall muscles. The mesh patch had to be removed and replaced with a different mesh. On the left side the davol 3d mesh patch (device #2) was so deteriorated it was unsafe to remove and instead it had to be reattached to the posterior of the abdominal wall muscles with the use of metal corkscrew tacks. As alleged, the 3d mesh patch (device #1 and device #2) caused the patient substantial pain and suffering, unnecessary surgery and permanent injuries. As reported, patient is suffering from serious and substantial personal injuries due to the alleged defective mesh patch.